Event description:
I currently have a custom made agility lp prosthetic ankle in and it has become loose and very painful. The agility lp ankle appears to be in good condition and not the problem. The problem is that I would require another custom made prosthetic ankle to be made and put in due to the bone loss and fractures I have sustained. My orthopedic surgeon has indicated that the FDA has stopped allowing all customer made ankle prosthetics at this time. I am (B)(6) old physical education teacher, in tremendous pain daily and having difficulties just walking to my classes. My other two options are fusion and amputation which are not recommended at this time. Can you please shed light on this matter. Thank you.